Event description:
It was reported that the system displayed "high voltage" error and fluoro exposures cannot be exposed. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube. The system operates as intended.